Event description:
On (B)(6) 2018 started using philips dreamstation CPAP machine. On (B)(6) 2019 went to emergency room, diagnosed with afib. On (B)(6) 2020 chest discomfort and breathing not right, shortness of breath. Stopped using treadmill. On (B)(6) 2020 went to the emergency room - extreme afib. On (B)(6) 2020 headaches, head and chest congestion. On (B)(6) 2020 went to emergency room - diagnosed with premature ventricular contractions all symptoms above continued. Many tests were done but found nothing wrong. On (B)(6) 2021 went to emergency room - mild chest pain, shortness of breath, hot and sweating. No diagnosis. On (B)(6) 2021 cardiologist did heart cath - nothing wrong, advised I get pulmonary evaluation. On (B)(6) 2021 I found out the philips dreamstation CPAP's are being recalled because they may cause airway irritation and inflammation skin, eye and respiratory tract irritation; headache, asthma, organ damage (liver, kidney and others) inflammatory response, cough, sinus infection, upper airway irritation, chest pressure, carcinogenic effects, (B)(6) 2021; I messaged my sleep doctor and asked for a new different CPAP machine (B)(6) 2021. My doctor messaged me that she sent a prescription to my dme company on (B)(6) 2021. Started using a new res-med CPAP machine (B)(6) 2021. Have not detected afib or pvc's to date since (B)(6). All EKG's are normal. FDA safety report ID# (B)(4).